Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. The procedure was not completed due to this event. Block h11: the returned ultratome xl was analyzed, and a visual evaluation noted that the working length was twisted at distal section. Functional test using a 0.035in guidewire was performed and found that the guidewire was able to advance through the entire length, but at certain point resistance was felt due to the twisted section on the working length. Media inspection of the photo provided by the customer inside the opened pouch with its respective information label did not find the reported problem. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of difficult to advance guidewire is confirmed. The product analysis revealed that the working length was twisted at distal section and the guidewire was able to advance through the entire length, but resistance was felt at a certain point during functional testing. A photo provided by the customer of the device inside the opened pouch however it did not find the reported problem. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was observed that there was a resistance in the hydrophilic part of the guidewire when passing and removing the ultratome xl during channeling. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Note: photo of the complaint device inside the pouch was provided by the customer with no visible problem.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was observed that there was a resistance in the hydrophilic part of the guidewire when passing and removing the ultratome xl during channeling. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Note: photo of the complaint device inside the pouch was provided by the customer with no visible problem.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. The procedure was not completed due to this event.